Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 6fr angio-seal vip device was received for product evaluation at terumo medical corporation. The sheath was returned mated with the carrier tube assembly. No other accessory components were returned. Upon visual analysis, the deployment sleeve of the carrier tube was in the full rear lock position with colored bands fully exposed. The hemostasis sheath was mated with the carrier tube assembly. The end of the suture was inspected under the microscope the collagen was in fully tamped position and no anchor was attached. The overall condition of the device appeared to be consistent with performance of all deployment steps. No other visual anomalies were found. No functional testing was performed as the device was already in deployed state. Based on the returned device the complaint could be confirmed for device pullout. The hemostasis sheath and carrier tube assembly are in fully locked position. Based on the available information, the exact cause of the issue cannot be determined. Over tamping of the collagen has been known to cause anchor fracture which may have led to the alleged failure that user experienced or pulling back too hard which creates too much tension which leads to anchor breakage. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Ethnicity - (B)(6). Implanted date - device was not implanted. Explanted date - device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the second device reported, for the first device reported that was used on the same patient see MDR 3013394970-2021-00087.

Event description:
The user facility reported that the angio-seal suture was pulled out the anchor along with the collagen came out (the anchor didn't attach properly to the artery). The system was removed, and a second new angio-seal device was used to try again but the same incident occurred. The procedure was completed by using a different a device with a successful outcome. The patient was in good condition. The procedure outcome was successful. Compression was held. Additional information was received on 18february2021: the procedure was an angioplasty with stent using a 6fr procedure sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram performed. There were no issues with insertion, deployment, or withdrawal of the device. Another angio-seal was used that also failed and compression was held.